Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.6, 3.3, lab: 8.0, 8.0. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.6, 3.3. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.6, 3.3, reference: 8.0, 8.0, mean: 6.30, 5.52, confidence limits: na, na. Inratio precision data provided by end-user: 1st inr: 4.6, 2nd inr: 3.3, mean: 3.95, sd: 0.92, %cv: 23.27. Analysis of customer's data revealed that both inratio and reference test result comparison did not meet accuracy criteria. Calculated means are greater than 5.0 inr. Generally, inr results exceeding 5.0 have reduced trueness, precision and linearity, both in point-of-care and laboratory based pt testing. Confidence limits could not be established. In addition, repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 07/13/2011 revealed that result comparisons met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. The allowable differences between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples for strip lot #243932 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued. %cv for both donors are below 16% and meet the criteria for precision. No further investigation will be pursued at this time.